Event description:
It was reported that the patient's right ventricular (rv) lead had noise, specifically exhibiting over four thousand short v-v intervals. As well, the patient's implantable cardioverter defibrillator (ICD) had a sensing/detection issue and was implanted two years past the use before date. The rv lead and device were reprogrammed and both remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.